Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further testing.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this system is still exhibiting out of range shocking impedance measurements. A 41j commanded shock was delivered which produced a measurement greater than 125 ohms. The physician elected to perform another defibrillation threshold (dft) test rather than a lead revision. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.